Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in system. All components were explanted and replaced. Additional information was received. Patient unable to inflate device. No adverse patient effects.

Manufacturer narrative:
Product investigation completed. A leak was present in both cylinders due to input tube wear with avulsion. Neither cylinder had the input tube sleeve present. Cylinder 1 also had broken fabric threads. No leaks were found in the reservoir and pump. The pump was not functionally tested due to the confirmed leaks in the cylinders. The allegation of fluid loss was therefore confirmed. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in system. All components were explanted and replaced. Additional information was received. Patient unable to inflate device. No adverse patient effects.